Event description:
During an abdominal procedure, the device stopped working after 30 minutes of use, taking out an abdominal tumor. Procedure was successfully completed with same like device and the pt is doing fine.